Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The event report alleges the product was used in a surgical procedure. The bag was completely detached and not sent with the device. The green pull ring was still in the device and appears to be unused. The other devices showed no visual or functional abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported event can occur when prematurely retracting the device. The bag must be cinched first using the green pull ring before retracting the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional attempts to obtain the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an oophorectomy, when the ring and bag were deployed; the bag tore. This occurred before the surgeon attempted to unroll the bag. The surgeon noticed the bag was torn once the rings of the device separated. To correct the issue, another device from the same lot was used, however, the same issue occurred. To complete the procedure, a third device was used successfully and the specimen was retrieved. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.